Event description:
It was reported that the implantable neurostimulator (ins) may be flipped, and the flip was not confirmed. It was noted that the ins started feeling loose right away after the implant, and if it was looked at from side to side, this device stuck out further than the patient¿s other ins, almost like it was swollen, and it moved up and down. It was reported that the patient didn¿t feel anything abnormal as far as the stimulation sensation, and the patient felt a ¿clunk¿ when she lifted her arm up, and then it ¿clunked¿ back into place. The patient was scheduled to see the implanting physician the day after the report, and would address this with the doctor. It was later reported that the cause of the event was the placement. It was further reported that the patient was still having concerns regarding the device or therapy but was working with her doctor or manufacturer representative. It was noted that the patient had an appointment scheduled for 2013 (B)(6).

Manufacturer narrative:
Product ID 3387s-40, lot# va0935y, implanted: 2013 (B)(6); product type lead product ID 37603, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3387s-40, lot# va0935y, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Additional information reported the left stimulator seemed to move in their chest especially when they would lift their left arm. No intervention was done and the event was considered resolved without sequelae. Event is not related to this stimulator. Report on left stimulator in manufacturer report # 3004209178-2013-16321.

Manufacturer narrative:
(B)(4) no longer applies due to updated coding procedures.

Event description:
Additional information received reported that the cause of the event was normal healing status post the new ins system. It was noted that there was a healing ins in the chest. There was an x-ray of the chest with no inversion of the ins. There were no issues or tension on the ins wires. The event did not require hospitalization. There were no clinically relevant impedance measurements.